Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer suspected the issue was caused by the electrodes. The system was decontaminated and the electrodes were replaced. Calibration was performed and was successful. An ise performance check was done. The customer successfully completed calibration and controls.

Event description:
The initial reporter stated they received discrepant results for eight patient samples tested with the na+ electrode on a cobas integra 400 plus. The initial values were reported outside of the laboratory. Refer to the attachment for all patient data. The customer believed the highest values to be correct. The integra 400 plus analyzer serial number is (B)(4).